Event description:
Country of complaint: (B)(6). Thread is thinner than in other cassettes.

Manufacturer narrative:
MFR site evaluation: samples received: 1 open cassette. There are no previous complaints of this code batch for this issue. Diameter result conducted on the sample received is within the average and fulfils the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during this process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na.